Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported by biomed that the arctic sun device failed calibration. Biomed stated it gave an alert 25 (patient temperature 2 out of adjustment range limit). Per follow up information received via email on 19-dec-2022, there was no patient involvement reported. Biomed would order a new isolation circuit board and replace it onsite. Per follow up information received via email on 27-dec-2022, biomed stated that the isolation board fixed the initial problem, however, it did not pass calibration due to bad chiller pump not cooling and reservoir fill sensors.

Event description:
It was reported by biomed that the arctic sun device failed calibration. Biomed stated it gave an alert 25 (patient temperature 2 out of adjustment range limit). Per follow up information received via email on 19-dec-2022, there was no patient involvement reported. Biomed would order a new isolation circuit board and replace it onsite. Per follow up information received via email on 27-dec-2022, biomed stated that the isolation board fixed the initial problem, however, it did not pass calibration due to bad chiller pump not cooling and reservoir fill sensors. Per sample evaluation results received on 03mar2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. A test mixing pump was installed in decontamination for unit to cool. It was stated that the motor had excessive resistance when motor shaft spun by hand. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was also stated that performed visual and inspection and determined that the ac cca card and power module had degraded due to electrical overstress. It was noted that the mixing pump motor and circulation pump head were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an isolation circuit card failure. Biomed stated it gave an alert 25 (patient temperature 2 out of adjustment range limit). Per follow up information, there was no patient involvement reported. Biomed would order a new isolation circuit board and replace it onsite. Per follow up information, biomed stated that the isolation board fixed the initial problem, but biomed encountered additional reported issues during calibration. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.